Event description:
After punching the knee, dr. Removed the tibial tower with a slap hammer. After the tower and baseplate were removed, one of the tower spikes broke off. The case was completed successfully, there was no delay in the case. The patient was unaffected, the standard surgical protocol was followed.

Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol, and misuse does not seem to be apparent. There was no known damage prior to the case. The broken instrument has been requested to be returned for investigation.